Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from an abstract of the 15th winter conference on implantable devices in japan that there were patients who have not received telemonitoring. It was mentioned that the issue could be remedied by telephone intervention. No adverse patient effects were reported.